Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had pushed inside to the point of near obstruction. It was reported that the patient had slight bleeding caused by perturbance of inner cannula. They pushed on the inner cannula at 12 o'clock and 6 o'clock rather than 3 and 9 o'clock and were able to push the inner cannula further into the outer cannula. There was no patient injury.